Manufacturer narrative:
Clarification was received that at the patient also had an additional erroneous tp2 total protein gen.2 result. The initial tp2 result was 0.5 g/dl and was reported outside of the laboratory. The repeat tp2 result was 8.1 g/dl and deemed to be correct. The tp2 reagent lot number was 26003701 with an expiration date of 31-oct-2018.

Manufacturer narrative:
Based on the information available for investigation a specific root cause could not be identified. Upon further review of the alarm trace there were no indications of a sample short or aspiration issue. The investigation determined the customer was possibly using a 13 mm tube without the recommended clear rack adapters. The possible cause could be the tube was tilted and the sample probe was aspirating sample at the wall of the tube which could cause an insufficient amount of sample.

Manufacturer narrative:
(B)(4).

Event description:
He customer stated that they had received a discrepant gluc3 glucose hk result for a patient sample on the cobas 6000 c (501) module. The initial glucose result was 47 mg/dl and was reported outside of the laboratory. The customer observed data flags with other results and reran the sample on the same c501 module. The repeat glucose result was 91 mg/dl and deemed to be correct. The customer observed the issue and contacted the physician immediately with the correct result. No patient was affected. The glucose reagent lot number was 23629001 with an expiration date of 31-july-2018. At the same occurrence the customer received trigl triglycerides results with data flags for two patient samples but did not provide the data. The results were not reported outside of the laboratory and the patients were not affected. The samples were repeated with valid results. There were no adverse events. The field service engineer (fse) could not determine a root cause. The fse performed a precision check that was "okay". The customer ran calibration and quality control which recovered as expected. The customer reran 20 patient samples and all samples "matched" the initial result.